Event description:
It was reported that this pacemaker, implanted with another manufacturer's lead, exhibited minute ventilation noise on the right atrial (ra) channel. Stored atrial tachy response (atr) episodes were appropriate and there was no oversensing observed. The minute ventilation sensor was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.